Manufacturer narrative:
The customer reported the set fell apart at the safety clamp, and returned a sample, along with an unknown concomitant secondary set. The primary set is material 2426-0007, lot 25083196. Upon initial visual examination, the set verified the complaint of separation at the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the issue by upgrading the tooling (bushing) on the solvent dispenser.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the set fell apart at the juncture of the safety clamp. Non-hazardous medication flowed out onto the patient and the floor.